Event description:
Patient suffered flash burn to face while smoking and using oxygen concentrator. Patient sustained 2nd degree burns to face. Patient was transferred to trauma center and was placed on a ventilator. Patient was extubated same day and subsequently died.